Event description:
The customer reported moisture underneath the liquid crystal display. The insulin pump had no visible cracks. The screen was also frozen as time was not advancing. Advised the customer that the inulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.